Event description:
Knee very painful/pain is severe [painful knee] ([pain aggravated]). Case narrative: initial information received from united states on 02-jan-2019 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5081886. This case involves adult female patient who experienced knee very painful/pain is severe (latency: unknown), while using medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018 (friday), the patient used hylan g-f 20, sodium hyaluronate intra-articular injection at an unknown dose, once in the right knee for unknown indication (lot number: not reported). Patient followed all the post-op instruction in respect to rest and not putting any weight on the affected knee. Patient stated that past the first 48 hours after the injection, she had seen any improvement. On (B)(6) 2018, the knee was very painful (latency: unknown) and patient described the pain was severe. Patient felt like it was getting worse. Patient reported that the injection site looked normal and there was no swelling at the injection site or around the knee and the knee looked normal. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown. A product technical compliant was initiated for synvisc one on (B)(6) 2019 (lot number- unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant . Additional information was received on 11-jan-2019. Ptc results received and processed.

Manufacturer narrative:
Sanofi company comment dated 02-jan-2019: this case concerns a patient who was on treatment with hylan g-f 20, sodium hyaluronate and reported to have knee pain . There is no evidence of the event to occur with the device. Therefore, the role of device cannot be established. Further, detailed information regarding other medications, medical history and clinical course of the event would aid in better assessment of the case.

Event description:
Knee very painful/pain is severe [painful knee] ([pain aggravated]). Case narrative: initial information received from united states on 02-jan-2019 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5081886. This case involves adult female patient who experienced knee very painful/pain is severe (latency: unknown), while using medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018 (friday), the patient used hylan g-f 20, sodium hyaluronate intra-articular injection at an unknown dose, once in the right knee for unknown indication (lot number: not reported). Patient followed all the post-op instruction in respect to rest and not putting any weight on the affected knee. Patient stated that past the first 48 hours after the injection, she had seen any improvement. On (B)(6) 2018, the knee was very painful (latency: unknown) and patient described the pain was severe. Patient felt like it was getting worse. Patient reported that the injection site looked normal and there was no swelling at the injection site or around the knee and the knee looked normal. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown. Seriousness criteria: medically significant. A product technical compliant was initiated with global ptc number (B)(4) and results were pending for the same.